Event description:
It was reported that a user of the ilet bionic pancreas experienced frequent hyperglycemia and hypoglycemia over several weeks, noted rapid insulin use while using u200 insulin, frequently paused the ilet, and reported a blood glucose of 276 mg/dl after approximately one hour disconnected from the system. Symptoms included episodes of high and low blood glucose. Outcomes included the need for troubleshooting and education and assignment for additional training. Investigation included customer interview and technical support review of use patterns and insulin selection. Investigation of this case revealed that the cause of hyperglycemia was unclear, with contributory factors including time disconnected from the system, frequent pausing of automated insulin delivery, and the use of u200 insulin that is not indicated for the device. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.